Event description:
Narrative: user facility reported that in 2009, during preparation of a left coronary artery (lca) angiography with the acist contrast injection system, model cms2000, the pt showed symptoms of ventricular fibrillation (vf). The physician performed heart massage and injected contrast into the lca using the acist contrast injection system, model cms2000. The pt had chest pain, st segment changes, abnormal heart rhythm, blood pressure below 90 mmhg systolic, and evidence of myocardial infarction. The physician confirmed the presence of air on the image. The pt's condition did not improve. The pt was transferred to another hospital and died four days later.

Manufacturer narrative:
In 2009, reps and a service tech of distributor visited the hospital. The distributor's service tech tested the acist angiographic contrast injection system, model cms2000 and reported that there was no evidence of device malfunction. The distributor requested a copy of the cineangiogram of the event, but the hospital elected not to provide this item. The disposable kits used during the event were discarded, so no analysis can be made of these items. There is no evidence of device malfunction based on info provided by the distributor; however, no definite conclusion can be made as to the cause of the event.